Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges that cannula will not stick to skin properly and falls off. Caller reported this occurred with 3 infusion sets from the same box. No adverse event reported. Requested return of the alleged device for evaluation.